Event description:
It was reported that the root cause of this patient's syncopal event was reflex mediated syncope. The clinical observation was resolved with changes to the patient's medication, increased hydration and compression stockings. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a syncopal event. A review of the device data did not identify any issues that would have caused or contributed to the event. No additional adverse patient effects were reported.